Event description:
It was reported that black foreign matter during use. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an unknown substance on an infusion set is confirmed, but the root cause could not be determined. Two photographs of the extension tubing and luer of an infusion set was returned for evaluation. An initial visual observation of the first returned photograph showed an infusion set luer attached to an extension set. The luer of the infusion set was observed to have a black, unknown substance on what appeared to be the outside of the luer. No obvious use residues could be observed in the returned photograph. An initial visual observation of the second returned photograph showed extension tubing coming out of a patient¿s skin. A black, unknown substance was observed on the extension tubing in the second returned photograph. Because the device was opened and appeared to be used on a patient, it is unknown whether the material was present on the device before or after use of the product. There were no distinguishing features in the photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that black foreign matter during use. No other information provided, at this time.